Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon did not inflate properly. The balloon allegedly failed to infuse and was replaced with another catheter.

Manufacturer narrative:
Received 1 unopened lot sample, 3 lot samples cut in half, and 1 stock sample cut in half. Per the visual inspection, the following results were found: sample #1: sample was received cut in half. Sample #2: sample was received with funnel and shaft section. Sample #3: sample was received with shaft section (half: balloon and tip). Sample #4: sample was received only the half of strip packaging (empty). Sample #5: unopened lot sample with the catheter complete. In all samples received no obvious defects were found. No occlusions were observed. No manufacturing defects were observed. Per the functional evaluation, sample #'s 1-4 were received in poor condition. However, sample #5 was functionally evaluated and was inflated with air and deflated without problems. Then the catheter balloon was inflated with 10cc of a mix tap water and blue methylene using a syringe, after that the catheter was deflated without difficult by itself using a syringe. No occlusion and/ or leaks were found. The reported event could not be confirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Recommended inflation capacities, 5cc balloon: use 10cc sterile water, 30cc balloon: use 35cc sterile water, do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon did not inflate properly. The balloon allegedly failed to infuse and was replaced with another catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon did not inflate properly. The balloon allegedly failed to infuse and was replaced with another catheter.